Event description:
Boston scientific received information that the patient was hospitalized for worsening heart failure. Upon interrogation it was found that the bi-ventricular (biv) trigger pacing was accelerating the rhythm into runs of ventricular tachycardia (vt). No inappropriate therapy was given. The device was reprogrammed with biv trigger pacing turned off. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.